Manufacturer narrative:
The delivery system arrived without damage and without capsule. Can not investigate - no capsule. DHR : pass.

Event description:
According to the reporter, the customer reported after calibrating and placing the bravo capsule the recorder would not pick up the capsule signal. A repeat procedure was necessary.